Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter aus experienced pain and discomfort. The patient stated that the pump was positioned too high in the scrotum and also found it difficult to operate. A revision surgery was performed, during which the physician explanted the device. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of discomfort, pain, and migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced pain and discomfort. The patient stated that the pump was positioned too high in the scrotum and also found it difficult to operate. A revision surgery was performed, during which the physician explanted the device. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. UDI field (d4) concomitant product UDI for balloon is (B)(4). Correction to field h6: device codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter aus experienced pain and discomfort. The patient stated that the pump was positioned too high in the scrotum and also found it difficult to operate. A revision surgery was performed, during which the physician explanted the device. No further patient complications were reported.